Event description:
Pacemaker generator change out performed when interrogating old generator without leads attached in a unipolar pacing configuration the ventricular head impedance was greater than 9999.ohms.. In a bipolar configuration the pacing head impedance was less than 100.0hms. This is consistent with a short in the header when placed in a bipolar configuration. Lead working appropriately. Old generator (inserted in an out of state facility).